Manufacturer narrative:
Patient-specific information was not provided. 3m found this to be an intermittent incompatibility issue associated with the impact of system pressure on select needleless connector. Current product labeling notes the potential for intermittent leaking with baxter® continu-flo¿ solution set with clearlink¿ luer activated valve. Please see the exact wording below: caution: there is a potential for intermittent leaking when baxter® continu-flo(tm) solution set with clearlink¿ luer activated valve or bd maxzero¿ needle-free connectors are used under pressure with 3m¿ curos jet¿ disinfecting caps (cfj1-270 and cfj5-250.) Monitor these connectors if used under pressure. Alternatively, 3m¿ curos¿ disinfecting cap for needleless connectors (cff1-270 and cff10- 250) may be used.

Event description:
A hospital materials manager alleged 4-5 incidents of fluid leakage that began when they switched to using baxter i.v. Chemotherapy tubing in (B)(6) 2019 and have been using curos jet¿ disinfecting cap for needleless connectors. The hospital staff provided information regarding four alleged incidents: a wet spot was found on the floor and the port closest to the patient was found to be leaking, an i.v. Found to be leaking out of the port with the curos jet¿ disinfecting cap on it where the i.v. Tubing was changed with no further leakage, leakage around the curos jet¿ disinfecting cap, and chemotherapy leakage from under a port underneath the curos jet¿ disinfecting cap where the primary i.v. Line had normal saline infusing and a secondary line was piggy-backed into a y-site and infused into a PICC line, where a nurse was present and noticed the leaking, stopped the infusion right away, and ordered another chemotherapy bag to infuse. Patient-specific information was not provided.